Manufacturer narrative:
This event occurred on an unknown date in (B)(6) 2017. Manufacture date: april 10, 2017 ¿ april 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The infusor was filled with desferrioxamine 2000mg in 58ml sodium chloride 0.9%. There was no involvement. No additional information is available.